Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or fibrin were observed. 100 retentions from lot 2132108 and the 90 retentions from lot 2166065 were visually inspected with no issues being identified. Additionally, retention samples were further analyzed: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, fibrin and clotting, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to fibrin and clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the lab staff noticed little white rice sized clots hanging on the edge of the plastic on the inside of the tube in the plasma area. Issue noticed with both lots, first happened with 2132108 and then they switched to 2166065. They are also noticing some fribrin stuff left in the plasma.".

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the lab staff noticed little white rice sized clots hanging on the edge of the plastic on the inside of the tube in the plasma area. Issue noticed with both lots, first happened with 2132108 and then they switched to 2166065. They are also noticing some fribrin stuff left in the plasma."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2132108, medical device expiration date: 2023-09-30, device manufacture date: 2022-05-12; medical device lot #: 2166065, medical device expiration date: 2023-10-31, device manufacture date: 2022-06-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.